Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on the non-boston scientific right atrial (ra) lead connected to this implantable cardioverter defibrillator (ICD) were intermittently high out of range. There was also oversensing of the respiratory rate trend (rrt) signal, resulting in inappropriate atrial tachy response (art) episodes. The ICD was reprogrammed to increase the out of range limit for pacing impedances. No adverse patient effects were reported. The ICD and non-boston scientific ra lead remain in service.

Event description:
Additional information received reported that after the device was reprogrammed to turn off the rrt feature, the reported noise was resolved. Then ra noise was noted to be occurring again. Boston scientific technical services (ts) reviewed the most recent atr episode and noted ra oversensing of rv signals, causing inappropriate atr episodes. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Event description:
This supplemental report is being filed as the evaluation method codes, evaluation result codes, and evaluation conclusion code have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.